Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms in all configurations. The physician believes the lv lead is fractured and thus inhibiting any pacing, however this has not been determined through either x-ray or fluoroscopy. The system was reprogrammed and the patient will continue to be monitored. The device continues to remain implanted and in service. No adverse patient effects or harm were reported.